Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call the customer was hospitalized on (B)(6) 2017 due to high blood glucose and diabetic ketoacidosis. The customer experienced symptoms such as nausea and vomiting. Blood glucose at the time of the admission was unknown . The customer's current blood glucose levels are 365mg/dl. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization and then was taken off. The customer's mother reports no delivery alarms occurring before hospitalization, customer was trying to deliver a bolus and set change. The customer's mother was assisted with no delivery troubleshooting and found the setting time/date was not correct. The customer's mother reports act button is not responding. The drive support cap is flush. A displacement test was run and pump passed test. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected failed battery, low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No prime anomaly noted or excessive no delivery alarms noted during testing. Unit functioned properly. All buttons functioning properly during testing. No damage on keypad traces noted during visual inspection. The lcd connector was inspected and no anomaly was noted. Unit received with cracked reservoir tube lip and missing end cap sticker.